Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received unexpected restart error. The customer's blood glucose level was 155 mg/dl. The customer also reported that the insulin pump had received external ram crc error. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarms as well as able to complete the insulin pump rewind. It was reported that the unexpected restart error occurred after changing battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.